Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis further described as a belly infection. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. Treatment was not reported. The patient outcome and action taken with pd therapy were not reported. No additional information is available.